Event description:
Information received indicates that pump causes free flow. It should show 73 ml left, but the bag was empty, and patient was unresponsive but had vital signs. A narcan was administered to patient. Patient was transferred to ICU for recovery, they transferred back to the unit, and was discharged home and doing well on (b)() 2012. Patient showed no untoward effects from pain medication.

Manufacturer narrative:
Investigation found that impact bent/damaged platen causing free flow and pump was not performed routine maintenance on time causing pump also failed volumetric accuracy test after replaced platen. Platen was replaced and pump was re-calibrated to resolve the issue.